Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used pencan 25gx4" (103mm) w.int.-EU/ap/sa in opened packaging. The received sample was taken to a visual examination. The pencan cannula is broken off approx. 50 mm away from the cannula hub and kinked approx.50 mm away from the cannula tip. The structure of the break of the raw cannula shows that the cannula was bent before the break. Due to the damage that was present on the returned sample, further testing was not able to be performed on the actual device involved in the reported incident. House retain samples were pulled to perform additional testing. Functional test: retention sample of the same batch number: stiffness test standard: max 0.43mm span: 10.0mm test load: 7n result: retention sample 0.364mm sample met the specification. A review of the batch and manufacturing records revealed no abnormalities or nonconformities. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned sample was unable to be tested, however the retain samples met all requirements according to specification. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in netherlands: the needle is broken off halfway in the back of the patient the needle is surgically removed.